Event description:
Customer reported: head positioning aid is too hard and has left pressure points on the face that have led to open wounds. In the previously used units, the foam is softer and without any ¿welding¿ edges in the forehead area to create skin irritations. Customer asked if we have changed the manufacturing process as the seem to be different than the once, they used to receive from vy before.

Manufacturer narrative:
Qty= 1 each.